Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01087 and MFR. Report # 3005099803-2011-01088). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device's cut wire broke. A second autotome rx sphincterotome was then obtained and the device's cut wire broke. No part of the cut wire from either device fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was bent, broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01087 and MFR. Report # 3005099803-2011-01088). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device's cut wire broke. A second autotome rx sphincterotome was then obtained and the device's cut wire broke. No part of the cut wire from either device fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.